Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Serious and life threatening adverse events, including peri and post-op bleeding, have been associated with use of this device or subsequent therapies as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Although no definitive conclusion can be determined as to the exact cause of the major bleeding and subsequent unstable hemodynamics postoperatively, there are inherent risks of bleeding with any surgical procedure. However, the use of anticoagulation, the patient's coagulopathy, and medical condition appears to have contributed to the event with no indication of any related device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2015 the patient underwent a right thoracoscopy and decortication during which the estimated blood loss was 300ml. In the immediate post-op period, the 2 chest tubes had copious sanguinous output ((B)(6)=1270ml, (B)(6)=2370ml). A sign of blood loss was hypotension, with maps as low as 42mmhg in the immediate post-op period, requiring transient treatment with phenylephrine for four hours. Blood and volume loss was treated with transfusion of 1 unit of packed red blood cells on (B)(6) and 1 unit packed red blood cells on (B)(6). On (B)(6) map was stable at 63-104mmhg. Chest tube output had greatly diminished after (B)(6). The patient's cbc remained stable and he required no further transfusions for remainder of hospitalization. Patient was restarted on aspirin on (B)(6). He was discharged home (B)(6).

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.